Manufacturer narrative:
The returned set screw was evaluated. The thread lead which starts the connection with the mating pedicle screw was found to have been bent. The cause cannot be definitively determined but cross-threading of the set screw into the pedicle screw may have been a contributing factor. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that a set screw would not engage with the mating pedicle screw during surgery. The set screw was removed and replaced with an alternative set screw. There were no reports of patient injury associated with this event. However, device evaluation by zimmer biomet spine personnel found the set screw threads to be damaged.